Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the hub plate comes away from the adhesive of the infusion set headset. Caller alleges that the hub plate comes away from the adhesive at the opposite end of the cannula housing hinge. No adverse event reported. Requested return of the alleged device for evaluation.